Event description:
The customer reported that the capacitor is bad. There is no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the capacitor is bad. There is no reported pt involvement. Philips field service engineer evaluated the device and confirmed the complaint. The high voltage capacitor was replaced to resolve the problem. The device was put back into service. We will consider this a malfunction of the therapy capacitor that could prevent the delivery of therapy.